Event description:
Star total ankle replacement tibial component was replaced to correct component positioning. Sliding core mobile bearing was also exchanged.

Manufacturer narrative:
Additional removed components: star total ankle replacement sliding core mobile bearing; model #: 400/140; lot#: 1302209; expiration date: 01/01/2018; date of implantation: (B)(6) 2014; date of explantation: 04/15/2014; device manufacture date: 01/2013. The DHR for part no. 400-140 lot 1302209 notes that (B)(4); the DHR for part no 400-263 lot 110602/2648 notes that (B)(4). All released parts were within specification. Visual examination confirms marks on the components are consistent with removal and insignificant wear.